Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2015. The existing ipg was explanted and replaced with a new model. Adequate coverage was achieve postoperatively. The issue is resolved.